Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 25 mg/dl and 220 mg/dl on the compact plus system. Reporter noted that patient retested blood glucose, using a different monitor, and obtained a result of 100 mg/dl, upon which he based his insulin dose. No adverse event associated with the alleged malfunction was reported.

Event description:
Customer reportedly received results of 24.5 mmol/l and 9 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4)